Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from consumer via a company representative receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. An empty pump alarm occurred, empty reservoir since (B)(6) 2015. The patient missed a refill. Per the reporter the patient did not follow-up with the physician and did not get the pump filled. There were no interventions or actions taken. To the reporters knowledge as of (B)(6) 2015 the empty reservoir had not been resolved. There were no patient symptoms reported, the patient was in the ER (emergency room) for unrelated reason.